Event description:
It was reported that a patient that underwent treatment on (B) (6) 2008, was admitted due to upper gastrointestinal bleed. The physician clipped the bleeding area. The patient was readmitted with gastrointestinal bleeding and he had transfusion. There were no subsequent complications and the event is deemed to be resolved. The product performed as intended during the procedure.